Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The returned pad device was tested and the fault was confirmed. It was revealed the device had not passed the final quality assurance test even though paperwork indicated it had passed. The investigation indicated the device had issued a device service required message in german but this had been overlooked by the operator at the test station. The problem with the device was caused by a combination of incomplete testing at the printed board assembly supplier and the failure of the heartsine operator to react to the failure message at final testing. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.